Manufacturer narrative:
Visual inspection of the returned device revealed kinks in the telescope assembly, however, no detachments or abnormalities were observed along the sheath assembly. No other visual issues were observed during the testing.

Event description:
It was reported a shaft fracture occurred. The target lesion was located in the left coronary artery. An opticross imaging catheter was introduced to view the lesion. However, during the procedure the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported a shaft fracture occurred. The target lesion was located in the left coronary artery. An opticross imaging catheter was introduced to view the lesion. However, during the procedure the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.